Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("laparoscopic bilateral salpingectomy with removal of essure") and adverse event ("continued symptoms") in an adult female patient who had essure inserted. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and adverse event (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy/ removal of the left essure/ right paratubal cystectomy) and surgery (a laparoscopichysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration'), fallopian tube perforation ('fallopian tube perforation') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy rash/ skin condition/ skin rash"), allergy to metals ("nickel allergy"), alopecia ("hair loss"), migraine ("migraine"), nail disorder ("fingernail thinning"), dysgeusia ("taste of metal in the mouth") and feeling abnormal ("brain fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy/ removal of the left essure/ right paratubal cystectomy/ hysterectomy (full)). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, fallopian tube perforation, genital haemorrhage, pelvic pain, abdominal pain, dermatitis allergic, allergy to metals, alopecia, weight increased, migraine, nail disorder, dysgeusia and feeling abnormal outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, dermatitis allergic, device dislocation, dysgeusia, fallopian tube perforation, feeling abnormal, genital haemorrhage, menorrhagia, migraine, nail disorder, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted in removal date- (B)(6) 2016 the plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, genital haemorrhage, device dislocation, fallopian tube perforation. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 15-oct-2019: plaintiff fact sheet received : event ¿medical device removal¿ was deleted. Event ¿adverse event¿ was replaced with events given in the pfs. Events added- pelvic pain, abdominal pain, menorrhagia, genital haemorrhage, dermatitis allergic, allergy to metals, device dislocation, fallopian tube perforation, alopecia, weight increased, migraine, nail disorder, dysgeusia. Lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of medical device removal ("laparoscopic bilateral salpingectomy with removal of essure") and adverse event ("continued symptoms") in a 39-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 3 years 6 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced adverse event (seriousness criterion medically significant). The patient was treated with surgery (bilateral salpingectomy/ removal of the left essure/ right paratubal cystectomy) and surgery (laparoscopic hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2016. At the time of the report, the medical device removal and adverse event outcome was unknown. The reporter considered adverse event and medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2018: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.